Event description:
A medwatch internet submission was received, a copy will be included with this report. During removal it was noted a that the tip of a screw was found broken. Patient was revised to competitor plate and screw. This is 1 of 2 reports.

Manufacturer narrative:
Lot #: information from received returned questionnaire. The manufacturing records were reviewed and no complaint related issue were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.